Manufacturer narrative:
It was reported that the patient has pain and the worry of hyperextension. Revision surgery has occured to exchange the poly insert. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient has pain and the worry of hyperextension. Revision surgery has occured to exchange the poly insert.